Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted. See also medwatch 2210968-2012-07996. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent sacrospinous colpopexy, anterior repair with graft and enterocele repair with graft, transobturator tape(unk) and cystoscopy with hydrodistention on (B)(6) 2009 due to symptomatic cystocele with sui, vaginal vault prolapse and enterocele. It was reported that the patient underwent anterior repair with bipolar synthetic mesh , vaginal vault suspension, enterocele repair and cystoscopy with hydrodistention on (B)(6) 2010 due to symptomatic recurrent grade 2 cystocele, chronic pelvic pain urinary frequency and hesitancy. It was reported that the patient underwent excision of bilateral sacrospinous ligament sutures on (B)(6) 2009 due to pudendal neuralgia. (B)(4).